Manufacturer narrative:
Results and conclusions: upon analysis, visual inspection revealed that the dlu was not fired at all. It was reported that the dlu was fired once, there should be 5 uses left. Both green reloads were not fired at all. The reported condition could not be duplicated as the root cause is undetermined.

Event description:
Gastrectomy procedure. Slc55g dlu fired normally. Slcr55g was loaded onto dlu was calibrated. When closed and fired, "firing complete" message was received. It was discovered that the device partially stapled and cut, and the knife blade had only traveled half-way down the cartridge and was sitting exposed on top of the green cartridge. Another device was used to complete the case without further incident.